Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a device history record review was not required. However, a device history record review was completed before unconfirming the event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient one day after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient one day after placement.